Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump prior to the customer entering calibration values into the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection after the customer entered a calibration value into the pump.